Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 4x15mm xience prime rx stent delivery system (sds) was advanced and the shaft of the sds fractured while attempting to cross the lesion. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. Additionally it is indicated that the procedure was to treat a lesion in the mid right coronary artery. Resistance with the anatomy was noted during advancement and the proximal shaft separated into 2 pieces. The device was removed without resistance and an attempt was made to place a same size xience prime. The second xience prime was advanced toward the target lesion and failed to cross due to the patient anatomy and a shaft separation occurred. Ultimately the lesion was treated using a non-abbott stent. Reportedly an enzymatic change occurred during the procedure, intraoperative, due to anatomical complexity of the case. There was no obstruction of the blood flow. The enzymatic change occurred because the procedure took 4 hours to be completed. The reason for the delay in the procedure was the anatomical conditions. Hospitalization was prolonged and the patient was under observation until the enzymatic change was re-established. As no obstruction of the artery occurred, there was no other treatment. No additional information was provided.